Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 10 boluses per day and for several months, the controller was taking almost 20 minutes to connect to the pump to get a bolus. The patient stated that the controller would get stuck at 90% for 15 minutes before it did anything. The agent assisted the patient with clearing the data on the ptm (personal therapy manager) after which the device connected very fast. It was noted that the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial # unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported via an email that it had been taking longer and longer for the phone and remote to acknowledge one another. Typically, the device sees the pump and spins up to 90% and then it sits at 90% for an extended period of time. Finally, it goes to 100% recognition and starts a new % on delivery. This typically was not occurring, my delivery used to happen much sooner, not over a 15-20 minute time span. When the patient addressed this with their doctor, they said that the expanded time span was normal. The patient was wondering if there had been a change that makes the delivery of a bolus take so long now or did their system have a flaw or mechanical problem. Per the patient they need these boluses and would like to have them delivered like they had in the past. The patient further clarified that that they have on several occasions shut the system done completely and rebooted it in hopes of solving the issue; it did not.